Manufacturer narrative:
Correction/additional information: d4: catalogue #. Additional information: d10, h3, h6. The device was received for evaluation. Visual inspection revealed a cut in the silicone tubing approximately two inches from the closed sleeve. Leak testing was performed and revealed a leak through the cut. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution trans set leaked from an unspecified location. This occurred during use at the patient¿s home for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.